Manufacturer narrative:
The reported event of adverse event without identified device or use problem on the pacemaker was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported a patient presented with an allergy to the pacemaker. The system was removed in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.